Event description:
Rn attached all-med 36 inch extension set (m36ex) to ICU clave cc9100. The extension set is not compatible with the ICU clave nor is it compatible with the alaris smartsite 3000e. When attached to the needleless systems the extension set cannot be flushed. The medication cannot be administered through the extension set. The extension set should be universally compatible, but it is not.